Event description:
(B)(4). Same case as: 2134265-2010-03135. It was reported that post a coronary stenting treatment procedure, the patient expired. In (B)(6) 2006, the patient had a 3.0 x 16mm taxus stent implanted in the mid right coronary artery (rca). In (B)(6) 2009 the patient returned with complaints of ongoing angina and was found to have a lesion in the right coronary artery distal to the previously stented area. The previously implanted stent was widely patent. In (B)(6) 2009, the patient was presented with a stemi (no troponin rise). The patient was thrombolysed and sent to the cath lab. The right coronary artery (rca) stent implanted during the index, was still patent but there remained an occlusion distal to that stent. The distal rca was then stented with a 2.75 x 20 taxus stent. In (B)(6) 2009, the patient expired. The cause of death was reported as ischemic heart disease, coronary artery atheroma, hypertension, and atrial fibrillation.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).